Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The repair technician was unable to confirm that the spo2 is receiving erratic readings and determined that the issue could be intermittent. It was determined that the connector block and spo2 boards would need to be replaced. The connector block and spo2 boards were replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue x3 patient monitor is providing erratic sp02 measurements. The device was in use on a patient at the time of the event. There was no adverse event reported.